Event description:
The customer returned the gastrointestinal videoscope, which is an olympus asset with no reported complaint. During the evaluation of the device, a noise image was observed, and b30 scope communication error occurs. The service repair technician indicated that the most likely cause of the noise image was due to deformation of plug unit, and the b30 scope communication error was due to data error of scope ID.  There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to deformation of plug unit, a noise image occurs, and due to data error of scope ID, b30 scope communication error occurs. The most probable cause of the complaint is cause traced to component failure, likely due to stress of repeated use, external factors, or handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.